Event description:
The customer reported unexplained high blood glucose levels over 500 mg/dl. The customer stated that she has also been taking antibiotics for a cold. The customer was treated with a manual injection by a nurse, but her blood glucose levels remain high. The customer was unable to troubleshoot at the time of the call, and was advised to call back at her convenience. Advised the customer that her illness may be contributing to the high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge.